Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination of the device noted stent damage. Struts in the middle of the stent were slightly raised and misaligned. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
Complaint is reportable based on analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure, the stent would not cross the lesion. The physician advanced a 3.5x24mm taxus element stent to treat the 90% stenosed target lesion located in the severely tortuous right coronary artery but was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status is good. However, analysis of the returned product revealed that there was stent damage.